Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was smoking. The health care professional (hcp) advised the patient to unplug the communicator. No adverse patient effects were reported. The communicator was no longer in service.